Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room with cardiopulmonary arrest. Advanced cardiac life support protocol was administrated. Despite medication therapy, intubation, and several external shocks, cardiac status remained with no pulse electrical activity. Eventually patient wet asystole and expired the same day. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.